Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an unknown ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small. The valve was leaking. The introducer could not be inserted into the sheath even when it was in the correct direction. The surgery was not delayed due to the reported event. The action taken when event occurred was to change to mobi cath. The procedure was successfully completed. No fragments were generated. No patient status/ outcome / consequences. No other medical intervention was required. The patient was not part of a clinical study. The hemostatic valve didn¿t break or separate, water return was observed. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. The sheath was not being used on the patient. The resistance was when they were trying to put the dilator into the sheath. In one of the sheaths after trying to put the dilator into the sheath several times the hemostatic valve was damaged, before that the valve was working. There was no occlusion when irrigating the sheath. The sheath was narrowed, it was able to irrigate it but not put the dilator into the sheath. The catheter/needle was not able to be moved through the sheath. The dilator was stuck on the sheath. There was visible damage/deformation of the dilator after trying to put it into the sheath. Obstructed sheath is not MDR-reportable. Dilator damaged is not MDR-reportable. Hemostatic valve leak is MDR-reportable.

Manufacturer narrative:
On 28-jul-2022, the product investigation was completed. It was reported that an unknown patient underwent an unknown ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small. The valve was leaking. Device evaluation details: visual analysis of the returned sample revealed that the hemostatic valve was dislodged inside the hub of the carto vizigo sheath. Examination of the shaft, the dilator, the brim cap, and the silicone ring revealed the components were placed in the correct position and found in good conditions. Due to the conditions of the hemostatic valve, an internal action was opened. The functional test was performed, in accordance with bwi procedures. After the hemostatic valve removal, the vessel dilator and stsf catheter were introduced into the vizigo sheath and no resistance was felt during the testing. The od vessel dilator was measured, and it was within specifications. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record review was performed for the finished device 00001881 number, and no internal actions related to the complaint were found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 22-jun-2022, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).